Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl after wearing the pod longer than 48 hours; this pod was removed and replaced prior to hospitalization. Symptoms reported include hyperglycemia, joint pain, mouth numbness, nausea, vomiting and stiffness; he was also under a lot of stress around this time. The patient was treated with an intravenous fluids and insulin, and was prescribed metformin. The patient was released after spending 5 day in the hospital.